Event description:
During breast augmentation surgery, the pt received a burn on the skin incision of her right breast the size of a dime. This occurred while the surgeon was "bovieing" deep in the breast. (The pencil has char on the tip). The surgeon excised the burn and closed in a normal fashion.